Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had blurry/hazy picture. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the no image issues were identified during the device evaluation. Based on the results of the investigation, and since the blurry image was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the no image was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.